Event description:
No additional information was received from the customer. Correction to f10: this supplemental report is being submitted to provide correction to f10, was inadvertently marked as e2008 instead of e1311. Additionally, a15 should be added to medical device problem code.

Event description:
Correction is being made to previously submitted f6: date user facility/importer was aware, which was not late. The correct date was 06/12/2025.

Event description:
It was reported that during a ureteroscopy with laser lithotripsy, the bending section of the sheath was ripped and the ureteroscope was stuck inside of the patient for 3 days. Additional information was received that 3 days after the initial procedure, another cystoscopy was performed for the removal of ureteroscope, retrograde pyelogram, and left stent insertion was performed and the scope was able to be removed. The physician had waited for the patient to get "dilated" (the bodies own natural response to the kidney being blocked so that urine couldn't drain causing pressure) for the removal of the ureteroscope. The patient had undergone 2 additional surgeries and 3 nights of hospitalization on strict bedrest to avoid a urinary tract avulsion. The patient was then discharged home with a ureteral stent. There were no further reports of patient harm.